Event description:
It was reported that a large volume infusor leaked when the regulator disconnected from the tubing. The device was filled with flucloxacillin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured august 16, 2014- august 18, 2014. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed evidence of a leak. The reported condition was verified. The direct cause of the leak problem was due to detached tubing at the junction of the white distal luer. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not received for evaluation, however a photo was provided. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.